Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details were not provided. The external visual inspection revealed silicone slices on the top cover. In addition, the electrode was severed at the fantail, along the lead and near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a staphylococcus bacterial infection around the implant site. The recipient's infection is believed to be surgery related. The recipient received antibiotic treatment, however, the issue did not resolve. On (B)(6) 2020, the recipient underwent explant surgery and debridement. The recipient is doing well.